Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately three (3) years post initial procedure, the patient presented with a type ib endoleak at routine follow-up as detected by cta (computed tomography angiography). However, the exact date of event is unknown. The physician elected to treat the patient by implanting an ovation ix extender device on (B)(6) 2019. As of date, there have been no additional patient sequelae reported. Additional information: it was reported that a type 1b endoleak was present in the right common iliac and was successfully resolved during the procedure. The patient did well during and after the endovascular procedure.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records, but no response was received, and medical images were denied as needed patient authorization. As such, procedure related harms, event determination, off label conditions, related patient harms and patient disposition could not be assessed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: h6: remove result code 3233. H6: remove conclusion code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately three (3) years post initial procedure, the patient presented with a type ib endoleak at routine follow-up as detected by cta (computed tomography angiography). However, the exact date of event is unknown. The physician elected to treat the patient by implanting an ovation ix extender device on (B)(6)2019. As of date, there have been no additional patient sequelae reported.